Manufacturer narrative:
Evaluation summary: quality assurance preliminary analysis revealed that the stent delivery system was returned with the stent in a separate container. One end of the returned stent was flared. The c-flex was not stretched and the shrink tubing/c-flex junction was intact. Quality engineering has determined that the likely cause of resistance met was anatomical challenge. The force encountered as a result of resistance likely loosened the stent on its balloon. There is no indication in the complaint that any device defects were noted during preparation. As part of quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. This MDR is considered closed by the quality assurance department.

Event description:
During a ptca procedure it took approximately two minutes to deflate the balloon. Reportedly there was no patient injury associated with this event.